Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that the issue was resolved.

Manufacturer narrative:
Corrected data:: this record was for ipg migration, infection is reported under manufacturer report number 3006705815-2020-00729. (B)(4).

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ipg migration. Reportedly, there was wound dehiscence and a fluid discharge was noticed. No additional informational information was provided.